Event description:
It was reported that following an unrelated surgical procedure in which the system was not placed into surgery mode as recommended, the ipg was inoperable. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
Corrections: h2 - correction should have been selected. B5 - narrative in initial report was completely incorrect. It has been corrected in this report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Corrections: b1 - product problem should have been selected. B3 - date of event should have been (B)(6) 2020. H3 - device evaluated by manufacturer: "no" should have been selected and the following statement should have been selected: "device problem already known, no evaluation necessary". The following statement in h9 should not have been included: "h6 - method code: 4117 has been updated to 4114."

Manufacturer narrative:
Date of event is estimated, the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. (B)(4).

Event description:
Additional information was received that both leads were possibly fractured. Surgery occurred to explant and replace the leads to address the issue.